Manufacturer narrative:
Product complaint (B)(4) updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported, via a personal interaction, that a cereglide71 ic 71, 132 cm, ce (nic71132c/ 31214452) was used for a mechanical thrombectomy procedure to treat an occlusion at the m1 segment of the middle cerebral artery (mca). During the procedure, the user reported withdrawal difficulty of the catheter distal tip - from vessel, and an arterial spasm of the internal carotid artery (ica). The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery m1 mid occlusion. Optima 8fr was used and adapt technique was performed by using the cereglide 71. After jb2 was inserted, during optimo 8fr advancement, spams occurred at internal carotid artery, which did not interfere with blood flow. The procedure was continued. The cereglide was advanced to the lesion with no issues and negative pressure was applied to aspirate the thrombus but could not pull the cereglide. Stopped continuous aspiration and tried to pull the cereglide again but could not. After inflated the optimo balloon, lowering the position slightly, and pulling the cereglide several times, the resistance disappeared and the cereglide could be pulled out. The procedure was successfully completed with 1 pass. Tici3 was achieved. The physician commented that as optimo was placed proximal the spasm site and the balloon was inflated, the cereglide might have been trapped between the balloon and the spasm site and could not be pulled out. Post-procedure changes in the patient: there was no negative impact to the patient. Continuous flush was done. The lesion was middle cerebral artery m1 mid. Other concomitant devices were chikai guidewire, trak microcatheter, optimo8fr balloon catheter.¿ additional event information was received on 23-apr-2024 indicating that the procedure was delayed ¿a few minutes¿ due to the event. The delay was not clinically significant. A non-sterile 132cm cereglide 71 catheter was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the presence of hydrophilic coating was confirmed. A longitudinal compression of 13 cm was found at the distal shaft of the catheter along with several stretched and compressed conditions. Further inspection under microscopic magnification revealed that as a result of the stretching, the plastic outer layer was fractured, leaving the internal braided wires exposed. The catheter was confirmed to be within specifications for the inner diameter (ID) and outer diameter (od). The issue regarding a catheter being unable to be pulled out could not be duplicated in the laboratory setting. Such issue is most related to the patient¿s anatomy, and device manipulation; the multiple damages found in the returned catheter appeared to be secondary to the difficulty while maneuvering the device. Based on this, the customer complaint was confirmed. It is possible that the base catheter could have trapped between the balloon and the spasm site and could have caused the stretching upon retrieval. According to the risk documentation, withdrawal difficulty is a potential failure mode that can occur during catheter removal from anatomy due to anatomical tortuosity. With the limited information available, a conclusive cause cannot be determined; however, given the broad sequence of events, there is no indication that the issue reported in the complaint is related to a manufacturing issue. A manufacturing record evaluation was performed for the finished device 31214452 number, and no non-conformances related to the malfunction were identified. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure is multifactorial. Although no conclusion could be reached on the cause of the reported event, the instructions for use (IFU) contain the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Exercise care in handling the large bore catheter to reduce the chance of accidental damage. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional event information was received on 23-apr-2024 indicating that the procedure was delayed ¿a few minutes¿ due to the event. The delay was not clinically significant. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Withdrawal difficulty of the cereglide71 distal tip from vessel could require the use of significant force. This could result in device separation, dissection, perforation, or other vessel damage. In this case, an arterial spasm was observed during the procedure; the treating physician commented the withdrawal difficulty may have occurred due to the cereglide being trapped between the inflated balloon and the spasm site. Nevertheless, per the event description, the event of withdrawal difficulty did not result in an adverse event. The arterial spasm was not attributed to the cereglide71, nor did the spasm ¿interfere with blood flow.¿ due to the fact that there were no reports of patient harm, this event does not meet usfda reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported, via a personal interaction, that a cereglide71 ic 71, 132 cm, ce (nic71132c/ 31214452) was used for a mechanical thrombectomy procedure to treat an occlusion at the m1 segment of the middle cerebral artery (mca). During the procedure, the user reported withdrawal difficulty of the catheter distal tip - from vessel, and an arterial spasm of the internal carotid artery (ica). The event was reported as such, ¿the procedure was a mechanical thrombectomy of middle cerebral artery m1 mid occlusion. Optima 8fr was used and adapt technique was performed by using the cereglide 71. After jb2 was inserted, during optimo 8fr advancement, spams occurred at internal carotid artery, which did not interfere with blood flow. The procedure was continued. The cereglide was advanced to the lesion with no issues and negative pressure was applied to aspirate the thrombus but could not pull the cereglide. Stopped continuous aspiration and tried to pull the cereglide again but could not. After inflated the optimo balloon, lowering the position slightly, and pulling the cereglide several times, the resistance disappeared and the cereglide could be pulled out. The procedure was successfully completed with 1 pass. Tici3 was achieved. The physician commented that as optimo was placed proximal the spasm site and the balloon was inflated, the cereglide might have been trapped between the balloon and the spasm site and could not be pulled out. Post-procedure changes in the patient: there was no negative impact to the patient. Continuous flush was done. The lesion was middle cerebral artery m1 mid. Other concomitant devices were chikai guidewire, trak microcatheter, optimo8fr balloon catheter.¿ no further information was made available at the time of this review.